Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 48.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the rv lead was explanted and replaced during a normal device change out due to lead noise and high capture threshold. The patient was stable post procedure.